Manufacturer narrative:
Additional information: b5 and h6.

Event description:
Additional information received indicating that undersensing was noted during the event.

Event description:
Additional information received indicating that the physician believes the cause of the event was due to the the patient's tissue reacting unfavorably to lead fixation.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During post-implant of the system, low sensing threshold was noted on the right ventricular (rv) lead. Multiple attempts to reposition the rv lead were conducted but were unsuccessful. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.